Event description:
It was reported that balloon rupture occurred. An 8.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was selected for an arteriovenous graft (avg) percutaneous transluminal angioplasty (pta) procedure. The target lesion was 80% stenosed. During the first inflation of less than 10 seconds, the balloon ruptured. After decompression, the device was able to be removed from the body and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Pro code: lit, dqy.

Event description:
It was reported that balloon rupture occurred. An 8.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was selected for an arteriovenous graft (avg) percutaneous transluminal angioplasty (pta) procedure. The target lesion was 80% stenosed. During the first inflation of less than 10 seconds, the balloon ruptured. After decompression, the device was able to be removed from the body and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Pro code: lit, dqy.